Event description:
It was reported that approximately one week after implant, the patient felt a "tapping" feeling on right side of their back. There was no capture of the right ventricular (rv) lead at maximum output, and it appeared that the lead had pulled back and was possibly capturing the atrium. A chest x-ray was performed and it was confirmed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.